Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 7.7 cm abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck was short and aneurysmal, below the renals it was 31 mm in diameter, further down it was 27 mm in diameter. It was reported that a 36 mm diameter bifurcated stent graft was inserted; however, during deployment, it landed in the aneurysm sac and it was 3 cm from the renal arteries, with a type I endoleak. There was one 36 mm diameter aortic cuff available and it was used to try to build the bifurcated stent graft up to the level of the renal artery; however, the stent graft was not long enough and there was not enough seal zone (MFR # 2953200-2010-00899). The physician elected to implant another bifurcated stent within the first one. This was successful and there was no endoleak at the end of the procedure. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: endoleak. Aortic neck was short and reverse funnel in shape. Inadvertently placed the stent graft lower than intended. Conclusion: aortic neck was short and reverse funnel in shape. Inadvertently placed the stent graft lower than intended.